Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+4.0/074 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The reporter indicated there was a refractive surprise and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: the reporter indicated the lens was explanted on (B)(6) 2018. The lens was exchanged for a same model/different diopter lens and the problem was resolved. The reporter indicated the cause of the event was unknown. Secondary surgical intervention, lens explanted and exchanged. Claim # (B)(4).

Manufacturer narrative:
The lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and refraction (functional) inspection was performed and the lens was found to be in specification. (B)(4).